Manufacturer narrative:
Additional information: visual review and reference measurement confirms approximately 12mm of instrument is missing and not returned for analysis. Optical examination identified multiple bends and witness marks starting from approximately 50mm from the instrument tip, consistent with misalignment of instrument during utilization, which can result in binding. Shaft diameter confirmed to be within print specification. The above observations are consistent with misalignment.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation. We are unable to determine cause of the reported event.

Event description:
It was reported that after removal of a guidewire from the patient's l5 vertebral body, following pedicle screw insertion, it was noticed on x-ray that the threaded portion of the guidewire had broken off and remained lodged in the patient's vertebral body. No patient complications were reported.